Event description:
It was reported that the screen turned blank, then the device performed a warm start during surgery. No patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.